Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product typ programmer, patient; product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ catheter. (B)(4).

Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 37ml and the erv was 7.3ml. This was not the first refill. The pump was refilled with a different concentration on 2012 (B)(6). A revision was scheduled for 2012 (B)(6) and the pump was going to be programmed to minimum rate mode. The device system was used to deliver hydromorphone (dilaudid) and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).